Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. As a result, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level ranging from 600 mg/dl to "high" on the continuous glucose monitor (cgm) with high levels of ketones that the heath care provider determined to be dangerous and/or life threatening. A manual injection was administered prior to the hospitalization to address elevated bg and ketones. While in the hospital customer was treated with intravenous fluids of saline and insulin. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. As a result, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level ranging from 600 mg/dl to "high" on the continuous glucose monitor (cgm) with high levels of ketones that the heath care provider determined to be dangerous and/or life threatening. A manual injection was administered prior to the hospitalization to address elevated bg and ketones. While in the hospital customer was treated with intravenous fluids of saline and insulin. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer reverted to manual injections for insulin therapy.